Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that the coil protruded from the catheter's tip during removal. Two 8mmx40cm interlock-35 and two 10mm x 40cm interlock-35 were selected for use. During the procedure, it was noted that the 8mmx40cm interlock-35 coil protruded from the tip of the imaging catheter. During removal of the coil from the imaging catheter, it was felt that the coil became caught and unraveled. Only the coil was removed from the patient. The same issue occurred with the second 8mmx40cm interlock-35 and the two 10mm x 40cm interlock-35 coils. The procedure was completed with another of same device. No patient complications were reported.